Event description:
Pt ordered contacts from retailer and was changed to a different brand and type of lens. The pt was prescribed daily disposable lenses and was dispensed a 2 week disposable that they replaced every month. The lens did not fit properly and caused tight lens syndrome.